Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a. The following sections were updated: h6: component code, investigation types. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 350-32-04 -tibial plate mb sz 4 rt. 350-02-05e -talus -right- sz 5 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total replacement on the right side. Approximately 1 year post operation, the patient experienced medial cheilectomy with resection of periarticular ossifications. This resulted in removal of the tibial insert. The outcome is considered resolved. No further information available.